Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that an injury occurred while removing the liquid waste from the axsym analyzer. The customer pressed the metal quick release tab to remove the waste container fittings and received an injury on her finger. Her finger bled and was cleaned with disinfectant and bandaged. The customer is an experienced axsym operator and wears personal protective equipment. Blood testing was performed on the customer for hiv and hepatitis markers. No add'l medical attention or treatment was documented in the complaint.